Event description:
(B)(6). Dear sirs: my urologist gave me a copy of your disc titled fiembrace life without enlarged prostate cooled thermo therapy. I reviewed the disc and based on the information contained on the disc I had my urologist perform the procedure. The information on the disc is misleading and in some cases completely false! When I had the procedure I was told that I would have to have a catheter for two weeks and not as the disc indicated that I would be leaving without one or at the most two or three days and remove it at home. I had extreme rectal pain at home as a result of the probe used during the procedure. I had bladder spams at home after the procedure and it was never mentioned on the disc. I had the procedure based on the information you provided on the disc. That information was either wrong or completely misleading. Because of the misleading information you placed on the disc I am sending a copy of this letter to the FDA as well as reporting it to you. I will never recommend your procedure to anyone because of the false information contained on your disc.